Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was dark suddenly and insulin pump was power off. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. It was also reported that they received motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error alarms in the screen history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.